Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unapproved monarch iii (d) cartridge. The lens model sn6at3 (1.50cyl), 25.5 d is outside of the approved diopter range for use with the monarch iii (d) cartridge of 6.0-25.0. The monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A monarch iii handpiece was indicated. It is unknown if the approved component of the indicated viscoelastic was used. The product investigation could not identify a root cause. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure there was an unexpected refractive outcome. Additional information was received by the surgeon that the lens was removed and replaced in a second procedure with a good outcome. In the surgeons' opinion, "it may have been a shortcoming of the formula used to calculate iol power" which could have caused/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).